Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that the impactor fractured during a primary non constrained shoulder procedure on (B)(6) 2015. The piece fell into the patient but was retrieved immediately and there was no delay in the procedure.

Manufacturer narrative:
Evaluation of the returned device confirmed the fracture and the impact site was noted on the top edge of the impactor. Incorrect alignment before striking the instrument most likely caused the fracture. Based on device history records review, the product was made to print and correct materials, thus the conditions of use directly caused / contributed to this device failure. There are warnings in the package insert that state that this type of event can occur: under warnings; "intraoperative fracture or breaking of instruments has been reported for general instruments." Under care and handling of instruments; "surgical instruments are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that the impactor fractured during a primary constrained shoulder procedure on (B)(6) 2015. The piece fell into the patient but was retrieved immediately and there was no delay in the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.